Event description:
A patient reported the left implant leakage confirmed by ultrasound. Later reported "lesion measuring 18mm located in the sub areolar region, 1/3 depth. Shape is regular, margin is distinct, signal in t2 is not reduced, post-contract enhancement with dark septations, kinetics are rapid/washout, no diffusion restriction. Implant integrity is damaged - ribbon and droplet signs. The left implant rupture and silicone leakage into lymph nodes." And " a nodule has been observed...rupture is noted. Numerous silicone-filled lymph nodes are present in the left axilla." Diagnosed with MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. Other medical: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A patient reported the left implant leakage confirmed by ultrasound. Later reported "lesion measuring 18mm located in the sub areolar region, 1/3 depth. Shape is regular, margin is distinct, signal in t2 is not reduced, post-contract enhancement with dark septations, kinetics are rapid/washout, no diffusion restriction. Implant integrity is damaged - ribbon and droplet signs. The left implant rupture and silicone leakage into lymph nodes." And " a nodule has been observed...rupture is noted. Numerous silicone-filled lymph nodes are present in the left axilla." Diagnosed with MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: leakage of the left implant.

Event description:
Patient reported the left implant leakage confirmed by ultrasound. The device remains implanted.